Event description:
The ge oec 9600 fluoroscopy system displayed iris pot error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and found intermittent hv cable causing the malfunction. Hv cable to be removed and replaced by customer bme. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.